Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that on (B)(6) 2015 the patient was not satisfied with the rigidity of his inflatable penile prosthesis. On (B)(6) 2017 the patient experienced difficulties deflating his ipp. On (B)(6) 2021 the patient presented a traumatic left epididymitis, as a consequence of handling to deflate the prosthesis. In addition, the patient is experiencing discomfort and pain. The ipp is not completely deflating.

Event description:
It was reported that on (B)(6) 2015, the patient was not satisfied with the rigidity of his inflatable penile prosthesis. On (B)(6) 2017, the patient experienced difficulties deflating the ipp. On (B)(6) 2019, the ipp did not deflate completely. On (B)(6) 2021, the patient presented a traumatic left epididymitis, as a consequence of handling to deflate the prosthesis. In addition, on (B)(6), 2022, the patient experienced difficulty deflating the ipp once more. The patient experienced discomfort and pain. On (B)(6) 2022, the existing ipp was replaced. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The kink resistant tubing (krt) of the first tubing had a leak consistent with explant damage. Both cylinders were leak tested and performed within specifications. The pump was visually and microscopically examined, leak and functionally tested. No anomalies were found with the pump. The reservoir was visually and microscopically examined, leak and functionally tested. The reservoir shell had wear on a fold, no leaks were found. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that on (B)(6) 2015, the patient was not satisfied with the rigidity of his inflatable penile prosthesis. On (B)(6) 2017, the patient experienced difficulties deflating the ipp. On (B)(6) 2019, the ipp did not deflate completely. On (B)(6) 2021, the patient presented a traumatic left epididymitis, as a consequence of handling to deflate the prosthesis. In addition, on (B)(6) 2022, the patient experienced difficulty deflating the ipp once more. The patient experienced discomfort and pain. On (B)(6) 2022, the existing ipp was replaced. There were no further patient complications.